Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: 694765 lead, implanted: (B)(6) 2009; unknown lead implanted: (B)(6) 2009. (B)(4).